Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/- 5%). Complaint could not be confirmed.

Event description:
Technician was asked to perform a rapid check on the phone and alleged that the pump did not deliver accurately. Pump was tested at rate of 500 ml/hr and dosage was 10 ml. The cylinder measured 22 ml when the pump was finished.